Event description:
Pt admitted to the hospital secondary to wounds to the abdomen, resulting in injuries to the right diaphragm, liver and right kidney. The pt underwent an exploratory laparotomy, repair of the diaphragm injury, bleeding control of the liver and right kidney, and right tube thoracostomy. At the conclusion of the exploratory laparotomy, the left radial arterial line was not functioning. The left brachial IV was found to be infiltrated. Compartments of the pt's forearm and arm were found to be taut. An emergency fasciotomy was performed. Volar left forearm and lateral arm fasciotomies were performed in a z fashion across the brachial fossa. At the time of the infusion during the exploratory laparotomy a belmont rapid infusion device was in use. Allegedly the belmont rapid infusion device did not alarm when high pressures developed during the procedure. The actual device was not identified at the time of the event. Therefore all 4 in-house units were tested by the biomedical dept. None replicated the issue of not alarming when pressure became too high.